Event description:
It has been reported to philips that the system did not start up. The system was not in clinical use. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of the system log files showed that the host pc did not start. Fse manually rebooted the host pc, which temporarily resolved the issue. The same issue reoccurred after two months. When fse replaced the host pc and installed a new license, the system was returned to good working condition. The codes were updated based on the investigation outcome.